Manufacturer narrative:
The device was discarded by the hospital and was not returned to rti surgical for evaluation. A DHR review was conducted and confirmed that this device met manufacturing specification prior to shipping. Zimmer biomet reported this event on MDR 1822565-2019-01166. This event was also reported in (B)(6) on report number, (B)(4). Further information is unavailable. [(B)(4)].

Event description:
It was reported to rti surgical on (B)(6) 2019 that a cannulated screw broke postoperatively. The index surgery was performed on (B)(6) 2018. The date the screw broke and the date it was discovered broken are unknown. A revision surgery was performed on (B)(6) 2019. The lower portion of the broken screw shaft remains implanted. The explanted upper portion was discarded at the hospital and is not available for evaluation. Patient was a female and surgery was on the right side.

Manufacturer narrative:
The device was discarded by the hospital and was not returned to rti surgical for evaluation. A DHR review was conducted and confirmed that this device met manufacturing specification prior to shipping. Zimmer biomet reported this event on MDR 1822565-2019-01166. This event was also reported in china on report number, (B)(4). Further information is unavailable.

Event description:
China complaint: it was reported to rti surgical on (B)(6) 2019 that a cannulated screw broke postoperatively. The index surgery was performed on (B)(6) 2018. The date the screw broke and the date it was discovered broken are unknown. A revision surgery was performed on (B)(6) 2019. The lower portion of the broken screw shaft remains implanted. The explanted upper portion was discarded at the hospital and is not available for evaluation. Patient was a female and surgery was on the right side.